Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-04628. It was reported that the patient presented in an emergency room due to pacemaker generator change out procedure and right ventricular lead revision. Upon review of stored electrograms (egm), noise was noted on the right ventricular lead which was previously reproduced with isometric exercises. A new right ventricular lead was unable to be implanted as the venous site was occluded. While the existing generator was connected to the right ventricular lead, it produced pacing inhibition with pocket manipulation. The pocket was opened, and the right ventricular lead was disconnected from the generator and was connected to the pacing system analyzer (psa), it was noted that noise was not reproduced in either bipolar or unipolar configuration with pocket manipulation. It was suspected that lead noise was potentially from within the header of the pacemaker. Hence, a new generator was connected to the chronic leads and was implanted in the pocket and it was noted that noise could not be reproduced in both the configurations with pocket manipulation. The lead was reprogrammed in the unipolar configuration. The patient was stable post procedure and will continue to be monitored.

Manufacturer narrative:
Additional information - the reported event of noise was not confirmed. The output measurements and sensitivity tests were performed, and it was found that output and sensitivity parameters were operating within specified tolerances. Crosstalk/noise test in saline solution found no anomalies. The device header was evaluated, and it was noted that there was no defect that could contribute to the complaint of noise. Further testing found the device battery level was still above elective replacement indicator (eri) and a longevity calculation was performed and found the device was in normal range of operation with appropriate remaining longevity.